Manufacturer narrative:
(B)(4).

Event description:
It was reported that the elite incisor plus was shedding metal shavings into the patient. The pieces were removed with the use of graspers. A 10-15 minute delay was noted as a result and no patient injury was reported.

Manufacturer narrative:
The complaint was visually verified and the root cause was most likely associated with excessive side-loading of the device during use which caused the reported shedding. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. A review of the device history records found no inconsistencies. No root cause related to the manufacture of the device can be established.